Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Subsequently, the pump shut down. Reportedly, the customer was able to charge the pump with an alternate cable. Customer's blood glucose value was between 120-130 mg/dl. Replacement cable was sent to customer.